Event description:
Consumer is alleging that her heating pad caught on fire. There was not a report of injury with this incident.

Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product. Attachment: [21168-investigation form-master 2.pdf].

Manufacturer narrative:
Consumer has not returned product.

Event description:
Consumer is alleging that her heating pad caught on fire. There was not a report of injury with this incident.